Event description:
"Customer reported: we had an incident today with the following 20cc syringe that cracked during use while pushing/expelling blood into a waste container. The syringe split/cracked and the blood shot out the side of the syringe thru the crack." See attachment initial email from customer. "